Event description:
It was reported that the electric pen drive device would not turn off. The reporter stated that the device was sent down from the operating room. It was unknown to the reporter of the device was used in a surgical procedure, or if there was patient involvement. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. The if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacture location was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. The device was tested and passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.